Manufacturer narrative:
Product ID# mc1vr01us. Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Continuation of fdc: 71 fdr: 213 fdm: 10, 23, 26, 38. Product ID# mc1vr01-delsys product event summary: the full delivery system was returned. Analysis was performed and found that the shaft was mechanically kinked/buckled. The shaft of the delivery system was mechanically bent. The analysis noted that the device was received with the delivery system. Visual inspection found that the delivery system tip was damaged/ bent. The shaft was kinked at distance 5.5 cm, measured from the distal tip. Although the delivery system distal tip was damaged, but the deployment and curvature test results were passed. The delivery system was failed because there was found flat wire exposed from shaft at distance 3.5 cm. /measured from the distal tip. Fdc: 77 fdr: 114, 3038 fdm: 10, 23, 38. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product: product ID: mc1vr01-delsys. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the ipg did not fully deploy from the delivery system and only one tine appeared to be engaged. Attempts were made to recapture the ipg but it could not be completely recaptured. Eventually, the delivery catheter and device were pulled into the outer introducer sheath and were removed from the body. Evaluation of the delivery system indicated a small indentation of at the distal end which prevented recapture. The ipg was not implanted and another ipg was used. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.